Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon deploying a pc400 coil into the aneurysm, it would not shape properly. The pc400 coil was removed and the physician noticed that there was no curvature to the pc400 coil. The procedure continued successfully using additional penumbra coil 400 coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: further evaluation revealed that the coil did in fact take shape when placed in body temperature water. If the shape of the coil was tested outside the patient body, it is possible that coils would not have formed.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was kinked approximately 79.0 and 82.0 cm from the proximal end, the coil was still intact with the pusher assembly, and the introducer sheath was ovalized approximately 9.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the coil did not take a shape as expected. Evaluation of the returned device revealed that the pusher assembly was kinked and the introducer sheath was ovalized. This type of damage typically occurs if the device was improperly handled during use. If force is applied on the pusher assembly while being maneuvered at an angle, it is likely that damage such as this may occur. The damage to the introducer sheath likely occurred from overtightening the rotating hemostasis valve (rhv) or handling during use. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.